Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead could not be implanted as the lead dislodged. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.